Event description:
We received a report that after the implantation of an intraocular lens (iol) the patient reportedly had unexpected post-operative refraction and was not happy with the surgery results. On (B)(6) 2014, it was learned that the surgeon subsequently took the patient back into surgery and repositioned the iol seven (7) degrees; the patient was then happy with their vision. The iol remains implanted. No surgical complications were noted.

Manufacturer narrative:
Initial reporter telephone number: (B)(6). (B)(4). Manufacturing records were reviewed and found to be within specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
It was reported that the patient underwent the repositioning of the intraocular lens on (B)(6) 2013. Corrected data: information received from the surgeon showed the visual acuity without correction was 8-9/10, and 10/10 with correction +0.25 (-0.5 a70). Patient is satisfied. (B)(4). All pertinent information available to abbott medical optics has been submitted.